Event description:
The pt was having a neuro procedure (left side of neck). As the procedure began smoke was seen coming out from under the left side of the drape. Drapes were removed and the pt's head halter was smoking/burning. Area was doused with saline solution. The head halter was removed revealing burn marks to the left side of the neck and ear. The procedure was later continued.